Event description:
The customer was hospitalized for dka. It was stated that the customer had received two alarms prior to the event. Troubleshooting was done on the pump. It was found that the pump's programming was incorrect and the pump passed the leadscrew test. The customer was told that the pump was functioning properly.